Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that the sticker on the buttons was falling off and everything inside was exposed. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer stated that the keypad sticker came off the pump due to the buttons not working. Customer stated that sometimes they receive a button error alarm. Customer mentioned that when they hit the esc button, the pump will start blinking. Customer stated that they also carry the pump in their jeans. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to completely peeled off keypad overlay and dome switches. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.